Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced dizziness. The ventricular lead exhibited over sensing. On (B)(6) 2011 the physician attempted to reposition the lead. On (B)(6) 2011 the lead was explanted and replaced.